Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of vaginal yeast infection and fungal peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced yeast infection. The patient had catheter removed. The patient was not hospitalized for the event. On (B)(6) 2012, further information was received from a nurse. On (B)(6) 2012, dianeal therapies were discontinued and the patient's pd catheter was removed. On (B)(6) 2012, the patient was switched to hemodialysis. On an unreported date in (B)(6) 2012, the patient had a vaginal yeast infection. On an unreported date, the patient was treated with monistat (unspecified dose) for the reported event. On (B)(6) 2012, the patient was diagnosed with fungal peritonitis. On (B)(6) 2012, a peritoneal effluent culture was performed and the result was positive for yeast. It was unknown if fungal peritonitis was caused by a break in aseptic technique. The nurse stated that she believed that the vaginal yeast infection may have contributed to the patient developing fungal peritonitis, but that was not medically confirmed by the patient's physician. On (B)(6) 2012, the patient was hospitalized for fungal peritonitis and her pd catheter was removed. Additional treatment for the peritonitis was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was switched to hemodialysis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12e09071 and h12c23036. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.